Event description:
Medline's lap chole I sterile pack had only 9 out of 10 gauze 4x4 16 ply xray opaque (10cm x 10cm).no patient details were given. Mis-count was made prior to surgery.mis-count could have lead to additional xrays to find the sponge.this was a near miss.======================manufacturer response for lap chole I sterile pack, medline lap chole I sterile pack (per site reporter).======================rep will review.